Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and non-boston scientific leads developed an infection. As a result, the patient underwent a system extraction, however died during the procedure. There were no reported allegations against the device and no further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.